Event description:
(B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The index procedure treated two target lesions. The 1st lesion was a 70% stenosed, 3.0x14mm target lesion located in the proximal left anterior descending artery. The lesion was treated with a direct stent technique and placement of a 3.0x16mm (B)(4). Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with an unspecified balloon resulting in 0% residual stenosis. The 2nd lesion was a 90% stenosed, 2.5x10mm located in the proximal right coronary artery. The lesion was treated with a direct stent technique and placement of a 2.25x12mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).